Event description:
It was reported to nova biomedical that a consumer experienced an event requiring medical intervention. The consumer is not sure if she experienced a hypoglycemic or a hyperglycemic event. The consumer also reported that she does not know how the emts treated her event. During the call to customer support, it was revealed that the consumer did control solution test their test strips for integrity before use as instructed in our directions for use and the test strips were determined to be in range. The consumer also reported that her insulin pump may not be working correctly. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.